Manufacturer narrative:
Product has been received by zimmer biomet. Returned parts includes the sterile product carton (pn: 01-98-005r) and the reinforced yoke (pn: 150493). Visual inspection of the returned parts determined that there was no blister or tyvek packaging returned however, the carton was opened so the complaint is non-verifiable. Review of the DHR determined that the sterile packaging was inspected to inspection criteria (B)(4) and there were no deviations at this step. Therefore, the product was likely conforming when it left zimmer biomet control. A root cause cannot be determined at this time with the information provided. Review of complaint history found no additional related issues for this item. Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were: three pieces were out of tolerance on one dimension, they were reevaluated and accepted; radius of ear-grooves (2 pieces) and stem scratches (23 pieces), the products were reworked and accepted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the rep opened the box, there was no sterile packaging. This issue was not discovered during a surgery.